Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chat and stated that while brushing, the top small circular brush that rotates came loose in his/her mouth. No injury was reported.